Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer was found unconscious with a blood glucose (bg) level of 1100 mg/dl with high ketones. The customer went to the emergency room and subsequently hospitalized in the intensive car unit. The customer was treated with injection pens and the pump supplies were changed. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.